Event description:
It was reported that during implant, the physician had trouble getting the stylet into the lead. The stylet would not advance all the way to the tip. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. There were no anomalies found. It was noted that the distal conductor had blood/body fluid (not obstructed) and there was blood in/on the helix/lobe mechanism including the sleeve head. Visual analysis comments indicated that there was blood in the distal conductor likely entered through the is-1 pin as no insulation breach was observed.